Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the green battery charging indicator light emitting diode (led) on the front of the unit, as part of the 24 volts direct current (vdc) charging circuit assembly, was not on. One of the two fuses in the power entry module was blown. The 24 vdc charging circuit still supplies 24 vdc to the control module but it is not charging the batteries. There was no pt involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded. Per the fsr, after he installed to similar test fuses (used for troubleshooting only), there is now alternating current (a/c) power from the power entry module to the 24 volts direct current (vdc) power transformer charging circuit. The unit was possibly still not charging because the green battery charging indicator light on the front as part of the 24 vdc charging circuit of the unit, was still not on. The battery unit still supplies 24 vdc to controller module circuit still supplies 24 vdc to the control module, it is not charging. The fsr replaced the device with a loaner (serial number (B)(4)) and performed preventive maintenance (pm). The unit operated to MFR specifications and was returned to clinical use. The suspect device will be returned to the MFR for further eval.